Event description:
It was reported that the unit failed. It was further reported that it was during a case and that the blue button broke off. Further, the pt's procedure was completed successfully and at this time, there are no reported adverse consequences to the pt.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.